Event description:
Gets stuck in between my teeth - oral-b [foreign body in mouth]. Brush head has oftentimes fallen off mid-brushing - oral-b [device breakage]. The metal pin on the hand piece, has already become severely worn down - oral-b handle [device physical property issue]. Case description: consumer via e-mail reported that the brush head falls off while brushing and gets stuck between teeth. No serious injury was reported.

Manufacturer narrative:
17-jun-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Gets stuck in between my teeth - oral-b. Brush head has oftentimes fallen off mid-brushing - oral-b. The metal pin on the hand piece, has already become severely worn down - oral-b handle. Case description: consumer via e-mail reported that the brush head falls off while brushing and gets stuck between teeth. No serious injury was reported.